Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tips of two drivers broke. The broken pieces were able to be retrieved. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage of both instruments is consistent with overload. As the instruments could be overloaded at different steps of the surgery, the origin of the overload cannot be determined with the provided information.